Event description:
It was reported that after a monarc was implanted, the patient experienced mesh erosion and persistent stress incontinence. It was noted that the device malfunctioned. No further patient complications were reported. Related to manufacturer report#: 3011770902-2015-00113. Related to manufacturer report#: 3011770902-2015-00114.